Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to suspected vegetation on leads. The physician intends to remove the system and install a dual-chamber pacemaker to address atrial fibrillation, with plans to set ventricular backup pacing at 40 beats per minute. Additionally, the option of programming the ra lead-off is being considered. There were no additional adverse patient effects reported. This ra lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.